Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower quadrant pain"), menorrhagia ("severe menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-cyclen from 1998 to (B)(6) 2008. Concurrent conditions included hypertension, heartbeats irregular, chronic cervicitis, actinic keratosis, adenomyosis, benign polyp of uterus, bacterial vaginosis, chest pain, generalized rash, pain in limb, endometriosis, overweight, abdominal pain and endometriosis ablation. Concomitant products included ergocalciferol (vitamin d2) since (B)(6) 2018, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since (B)(6) 2018 to 2018, fish oil since (B)(6) 2018, fluoxetine hydrochloride (prozac), fluoxetine since (B)(6) 2014, lisinopril since (B)(6) 2014, meloxicam since (B)(6) 2008, nsaids, oxycodone since (B)(6) 2018 to 2018, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2018 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menorrhagia/abdominal bleeding (menoorrhagia)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 days after insertion of essure. On (B)(6) 2010, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (underwent assisted vaginal hysterectomy, bilateral salpingectomies/ fulguration/ cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, anxiety, depression, fatigue and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Blood test - on (B)(6) 2018: platelet count- 274,000. Creatinine- 0.69. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. 1. The essure microinserts appear to be in an adequate position. No contrast material is identified within the fallopian tubes past any portion of the outer coils of the microinserts. Pathology test - on (B)(6) 2018: diagnosis: uterus, hysterectomy mild chronic cervicitis, with focal keratosis; proliferative phase endometrium; benign endometrial polyp; adenomyosis; leiomyomata. Fallopian tubes, bilateral salpingectomy histologically unremarkable fallopian tubes, with left paratubal cyst; foreign material/metallic coils, as grossly described. Gross examination: endocervical canal: lightly striated, lightly hemorrhagic endometrium: up to 0.1-0.2 cm in thickness, with nodules measuring up to 1.4 cm, hemorrhagic, 1.5 cm in greatest dimension, possible endometrial polyp findings: fimbriated, 0.3 cm paratubal cyst, metallic coil present in the morning/interstitium/isthmus. Pregnancy test - on (B)(6) 2018: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: uterus mildly enlarged, multi-fibroid uterus with 7 fibroids measured with the largest being 3.2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: uterine leiomyoma , dysmenorrhea, menorrhagia and vaginal haemorrhage. Lot number: 654841 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-cyclen from 1998 to october 2008. Concurrent conditions included hypertension, heartbeats irregular, chronic cervicitis, actinic keratosis, adenomyosis, benign polyp of uterus, bacterial vaginosis, chest pain, generalized rash, pain in limb, endometriosis, overweight, abdominal pain and endometriosis ablation. Concomitant products included ergocalciferol (vitamin d2) since (B)(6) 2018, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since (B)(6) 2018, fish oil since (B)(6) 2018, fluoxetine hydrochloride (prozac), fluoxetine since (B)(6) 2014, lisinopril since (B)(6) 2014, meloxicam since (B)(6) 2008, nsaids, oxycodone since (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2018 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menorrhagia/abdominal bleeding (menoorrhagia)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 days after insertion of essure. On (B)(6) 2010, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (underwent assisted vaginal hysterectomy, bilateral salpingectomies/ fulguration/ cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, anxiety, depression, fatigue and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Blood test - on (B)(6) 2018: platelet count- 274,000 creatinine- 0.69. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. 1. The essure microinserts appear to be in an adequate position. No contrast material is identified within the fallopian tubes past any portion of the outer coils of the microinserts. Pathology test - on (B)(6) 2018: diagnosis: uterus, hysterectomy mild chronic cervicitis, with focal keratosis; proliferative phase endometrium; benign endometrial polyp; adenomyosis; leiomyomata. Fallopian tubes, bilateral salpingectomy histologically unremarkable fallopian tubes, with left paratubal cyst; foreign material/metallic coils, as grossly described. Gross examination: endocervical canal: lightly striated, lightly hemorrhagic endometrium: up to 0.1-0.2 cm in thickness, with nodules measuring up to 1.4 cm, hemorrhagic, 1.5 cm in greatest dimension, possible endometrial polyp findings: fimbriated, 0.3 cm paratubal cyst, metallic coil present in the morning/interstitium/isthmus. Pregnancy test - on (B)(6) 2018: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: uterus mildly enlarged, multi-fibroid uterus with 7 fibroids measured with the largest being 3.2 cm.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: uterine leiomyoma , dysmenorrhea, menorrhagia and vaginal haemorrhage . Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr received. Lot number, date of implant and explant were added. Following events were added: abnormal bleeding (vaginal), anxiety, depression, fatigue and uterine fibroids. Event clubbed: severe menorrhagia/abdominal bleeding (menorrhagia), dysmenorrhea/dysmenorrhea (cramping). Events onset date were added. Reporter information, medical history, lab data, concomitant and historical drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-cyclen from 1998 to (B)(6) 2008. Concurrent conditions included hypertension, heartbeats irregular, chronic cervicitis, actinic keratosis, adenomyosis, benign polyp of uterus, bacterial vaginosis, chest pain, generalized rash, pain in limb, endometriosis, overweight, abdominal pain and endometriosis ablation. Concomitant products included ergocalciferol (vitamin d2) since (B)(6) 2018, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since (B)(6) 2018 to 2018, fish oil since (B)(6) 2018, fluoxetine hydrochloride (prozac), fluoxetine since (B)(6) 2014, lisinopril since (B)(6) 2014, meloxicam since (B)(6) 2008, nsaids, oxycodone since (B)(6) 2018 to 2018, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2018 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menorrhagia/abdominal bleeding (menoorrhagia)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. On (B)(6) 2010, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression/phsychological injuries"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent assisted vaginal hysterectomy, bilateral salpingectomies/ fulguration/ cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the dysmenorrhoea, anxiety, depression, fatigue and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia. Previously reported essure insertion date : (B)(6) 2009. She received treatment for events pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Blood test - on (B)(6) 2018: platelet count- 274,000. Creatinine- 0.69. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. 1. The essure microinserts appear to be in an adequate position. No contrast material is identified within the fallopian tubes past any portion of the outer coils of the microinserts. Pathology test - on (B)(6) 2018: diagnosis: uterus, hysterectomy. Mild chronic cervicitis, with focal keratosis; proliferative phase endometrium; benign endometrial polyp; adenomyosis; leiomyomata. Fallopian tubes, bilateral salpingectomy histologically unremarkable fallopian tubes, with left paratubal cyst; foreign material/metallic coils, as grossly described. Gross examination: endocervical canal: lightly striated, lightly hemorrhagic endometrium: up to 0.1-0.2 cm in thickness, with nodules measuring up to 1.4 cm, hemorrhagic, 1.5 cm in greatest dimension, possible endometrial polyp findings: fimbriated, 0.3 cm paratubal cyst, metallic coil present in the morning/interstitium/isthmus. Pregnancy test - on (B)(6) 2018: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: uterus mildly enlarged, multi-fibroid uterus with 7 fibroids measured with the largest being 3.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: uterine leiomyoma , dysmenorrhea, menorrhagia and vaginal haemorrhage. Lot number: 654841, manufacturing date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events abnormal bleeding (vaginal) was updated as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-cyclen from 1998 to october 2008. Concurrent conditions included hypertension, heartbeats irregular, chronic cervicitis, actinic keratosis, adenomyosis, benign polyp of uterus, bacterial vaginosis, chest pain, generalized rash, pain in limb, endometriosis, overweight, abdominal pain and endometriosis ablation. Concomitant products included ergocalciferol (vitamin d2) since march 2018, fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since april 2018 to 2018, fish oil since march 2018, fluoxetine hydrochloride (prozac), fluoxetine since january 2014, lisinopril since january 2014, meloxicam since january 2008, nsaids, oxycodone since april 2018 to 2018, paracetamol (acetaminophen) from october 2009 to april 2018 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menorrhagia/abdominal bleeding (menoorrhagia)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. On (B)(6) 2010, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression/phsychological injuries"). In january 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent assisted vaginal hysterectomy, bilateral salpingectomies/ fulguration/ cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, vaginal haemorrhage, anxiety, depression, fatigue and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia. Previously reported essure insertion date :(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Blood test - on (B)(6) 2018: platelet count- 274,000. Creatinine- 0.69. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. 1. The essure microinserts appear to be in an adequate position. No contrast material is identified within the fallopian tubes past any portion of the outer coils of the microinserts. Pathology test - on (B)(6) 2018: diagnosis: uterus, hysterectomy mild chronic cervicitis, with focal keratosis; proliferative phase endometrium; benign endometrial polyp; adenomyosis; leiomyomata. Fallopian tubes, bilateral salpingectomy histologically unremarkable fallopian tubes, with left paratubal cyst; foreign material/metallic coils, as grossly described. Gross examination: endocervical canal: lightly striated, lightly hemorrhagic endometrium: up to 0.1-0.2 cm in thickness, with nodules measuring up to 1.4 cm, hemorrhagic, 1.5 cm in greatest dimension, possible endometrial polyp findings: fimbriated, 0.3 cm paratubal cyst, metallic coil present in the morning/interstitium/isthmus. Pregnancy test - on (B)(6) 2018: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: uterus mildly enlarged, multi-fibroid uterus with 7 fibroids measured with the largest being 3.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: uterine leiomyoma , dysmenorrhea, menorrhagia and vaginal haemorrhage. Lot number: 654841 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- event "abdominal pain" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.